Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that while at an implant replacement surgery, pre-operative impedance test showed the following ohms: (0) 601 ohm, (1) 493, (2) 1414, (3) 461, (01) 59, (02) 1016, (03) low, (12) 1013, (13) low, (23) 68 ohms. Post-operative impedance was observed as: (0) 423 ohms, (1) 334, (2) 355, (3) 335, (01) 77, (02) low, (03) 56, (12) 74, (13) low, (23) 56 ohms. The healthcare professional closed, and there were no plans made to address the short. The patient was stated to be programmed on c 1- 2-." The representative stated they were covering a case outside their territory and had no further details to provide.

Manufacturer narrative:
Patient weight at the time of the event was confirmed unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the following: the patient had low impedance before the battery change. The lead was reinserted and the impedance values did not improve. The doctor decided to leave it as is. There was no further information regarding the resolution of the issue.